Event description:
It was reported that the plum set experienced no flow. It was stated, ¿the set had n185 (occlusion) alarm, tried 2 pumps and having same issue.¿ the pumps used were plum a+. There was no obvious defect noted on the tubing set. No hole, cut, tears or any damage. The tubing was replaced, and therapy resumed. The solution/ medicine used was unknown, and the event was noted at the beginning of infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4, g4: model number is not sold in the us but similar device is sold under model 146870489. This product was used for the product code and 501k. E1 - this complaint was received through: a-strong co., ltd. (B)(4).

Manufacturer narrative:
Received one used list# 14687-15 primary plum set attached to a spiros bag spike adapter. As received, there was no damage nor anomalies observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on the set. The complaint of n185 alarm was not replicated or confirmed. Corrected information can be found in d10, e1, h5 and h6 medical device problem code. A DHR lot# review could not be conducted because no lot number was identified.